Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-27 additional information was reported that the patients weight at the time of the event was (B)(6)., and that the shocking when recharging had been resolved. No additional patient symptoms, and no additional device complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient felt shocks from the ins when connecting to the recharger. The patient stated that it seems like the ins battery is not running out, and is running harder than it should be at times. The patient reported that they have fallen twice in the past couple of months. The patient was advised to follow up with the managing healthcare professional (hcp) to check the leads. No additional patient symptoms, and no additional device complications were reported for this event.